Event description:
It was reported that the sw110 reload would not tie during an laparoscopic nissen fundoplication. The case was completed using regular sutures and extra corporally tying. There was no consequence to patient.